Manufacturer narrative:
Boston scientific technical services (ts) that due to the gradual rise in values for the shock a lead fracture was not likely, but that something was causing the low amplitude shock impedance test to detect an increase in impedance and this can be related to calcification forming on one or both coils of the lead or even the device. Ts noted that even if this is not a lead integrity issue, the rise in impedance may be impacting the ability of the device to effectively deliver shock therapy and further evaluation should be considered. Additional information noted that possible defibrillation testing would be performed but this has not yet been scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up ongoing out of range shock impedance measurements were recorded when it comes to this right ventricular (rv) lead and device. It was noted that the values had risen back in 2015 in a short period of time. All other values were stable. An inquiry for technical support was requested. No adverse patient effects were reported.